Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. Updated field(s): d4, d8, h3, h4, h6, h11 corrected field: d7a was inadvertently submitted in initial as yes and should have been no. Based on the product inspection results, olympus confirmed the cutting wire was broken. Investigation was carried out to confirm the broken portion. The coated portion of the cutting wire was torn, and the broken portion was scorched and melted. The root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the single use 3-lumen sphincterotome v's cutting wire broke. The issue occurred during a therapeutic endoscopic sphincterotomy procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.